Manufacturer narrative:
There is believed to be no device failure during deployment due to initial achievement of hemostasis and no indication of a suboptimal closure on post closure angiogram. It was reported that during recovery, the patient became combative launching their operative leg over the bedrails and struggling to get out of bed. This resulted in an arterial bleed requiring a covered stent placement. During this remedial action, the manta implant was identified as being dislodged. It is likely the device displacement was caused by the patient's movement during post-op recovery which is against standard procedure for ambulation. At that point in time the patient had a drop-in hemoglobin due to the bleeding and no transfusion was given resulting in kidney failure. This sequence of events likely resulted in the patient's decline until their death 3 weeks later. The IFU states, "access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repairs, and/or endovascular intervention," are possible adverse events. The post procedural care guide states, "avoid rigorous activity or straining". The device history record was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to design, manufacturing, or labeling.

Manufacturer narrative:
The manta instructions for use provide the following precaution: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. In addition, the instructions for use identify potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The instructions for use lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device includes, but is not limited to, late arterial bleeding and death related to the procedure. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The reporter contacted essential medical on 18-nov-2019 to report they had become aware on 14-nov-2019 of a (B)(6) patient's death that occurred after the completion of a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2019 where a manta 18f vascular closure device was successfully deployed after a second lock advancement tube advancement. The femoral access site was successfully closed as evidenced on post-closure angiogram with the manta radiopaque lock secured in proper placement at the vessel. The reporter stated that after the completion of the tavr procedure, the patient was taken to post-operative recovery with a soft groin and no bleeding present. While in recovery, the patient became combative whilst coming out of anesthesia. The teleflex account representative was present at the patient's bedside during the recovery period and confirmed the patient became physically combative, attempting to climb out of the bed and launch himself over the bed's siderails by throwing the operative leg over the siderails and struggling to get out of the bed. The medical staff assessed the procedure access site and an arterial bleed was noted. Manual compression was applied to treat the arterial bleed. The teleflex account representative advised an ultrasound of the access site be performed to ensure secure placement of the manta vascular closure device and resolution of the arterial bleed. Medical staff declined to perform an ultrasound. On (B)(6) 2019, the patient was taken to surgery to address the bleeding issue. A covered stent was placed to arrest the bleeding. An angiogram was taken prior to the stent placement and showed the manta's radiopaque lock was no longer in place at the vessel where it had been confirmed to have been placed at the completion of the tavr procedure. The radiopaque lock was noted to be distanced away from the vessel, suggesting that the closure device had been displaced at some point during the patient's post-op recovery. During the night after the covered stent placement, the patient reportedly experienced a drop in hemoglobin and the medical staff contacted the physician to see if they wanted to perform a blood transfusion on the patient. The physician declined to transfuse the patient at that time. It was reported that the patient experienced kidney failure. The patient reportedly died on (B)(6) 2019, 21 days after the tavr procedure on (B)(6) 2019. This complaint is being reported because a patient who underwent a tavr procedure on (B)(6) 2019 died 21 days later, on (B)(6) 2019. The patient's death was reported to have been preceded by kidney failure. The official cause of death of the patient is unknown at this time. Essential medical, inc. Continues with attempts to obtain information regarding the events leading up to and associated with the patient's death. If any additional information is obtained, this complaint will be updated accordingly.